Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional info or the original product be received resulting in new, changed or corrected info, a follow up will be filed at the time. The product involved in the complaint was not returned for evaluation/investigation at this time, therefore no conclusion can be made as to the cause of the event. Attempts to retrieve the product and get additional info are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. The issue is currently being investigated under (B)(4).

Event description:
Customer called in to report that her transformer fell apart and there are wires exposed/no fire, spark, smoke or injury.